Manufacturer narrative:
Device evaluation: lens was returned in cartridge. Visual inspection found residue on lens and cartridge wing damaged. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -12.0/1.0/074 (sphere/cylinder/axis) implantable collamer lens tore while loading. There was no patient contact, no patient injury and a backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.